Event description:
A vns treating physician reported that he had a patient with a vns implanted on (B)(6) 2008 and they had a recent increase in seizures. He was able to interrogate their generator and it had a dc-dc of 2 and lead impedance ok on (B)(6) 2012. The patient had their generator replaced. The patient's seizures were stable earlier but there was a recent significant increase in seizure frequency, prompting evaluation of the vns and the decision to change the battery after battery life calculation showed to be nearing eos. Her treating physician thinks it is possible that the worsening of her seizures was related to declining function of the vns. Apart from increased stress, he reported there appear to be no other factors to explain the increased frequency. Other than changing the vns battery at present, they have not made any medication changes. If seizures continue to occur at a high frequency despite the new generator and her previous settings, we may modify her medications in the future. At this time their explanted generator has not been returned for analysis.

Event description:
The patient's explanted generator was returned for analysis. The interrogations and diagnostic tests results show that the near end-of-service indicator was set no. In the analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device available for evaluation, corrected data: omitted product return date.